Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-01799 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to pancreas for fluid collection during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2024. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the physician was able to deploy the first flange of the first axios stent (subject of this report). However, the second flange was not able to deploy. The first axios stent was removed partially deployed on the delivery system together with the scope. A second axios stent (subject of manufacturer report # 3005099803-2024-01799) was attempted to be deployed, however, the same problem occurred. The second axios stent was removed partially deployed on the delivery system together with the scope, and it was noted that the monopolar plug of the second axios device was detached, there were no patient complications reported as a result of this event.